Event description:
Boston scientific received information that this left ventricular (lv) lead did not deliver pacing when required. Additional information was obtained and indicated that this lv lead was dislodged and was confirmed upon x-ray. This lv lead was surgically capped and abandoned and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.